Manufacturer narrative:
Completed information patient identifier: (B)(6). The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance data. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 53898un21 did not show any related potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 53898un21 was evaluated using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 53898un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 53898un21. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 53898un21 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a (B)(6) year old female patient. The following data was provided (customers cutoff is <0.03 ng/ml): (B)(6) 2021 sid (B)(6) initial result = 0.25 ng/ml, new sample was collected = 0.01 ng/ml, original sample was repeated after result was questioned = 0.00 ng/ml (B)(6) 2021 sid (B)(6) initial result on another architect = 0.02 ng/ml the patient was admitted to the hospital because of the original falsely elevated troponin result. No additional impact to patient management was reported.